Event description:
A nursing director reported a patient experienced a "wound burn" during a cataract with intraocular lens implant procedure. One suture was placed to close the wound. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for the systems at the facility. The system is equipped with visual and audible warning signals to alert the user of an occlusion; however the surgeon must recognize the signal and manually stop the ultrasound mode. The system also allows the surgeon to modulate ultrasound energy. Because friction is the dominant variable for generating heat, continuous longitudinal ultrasound is the least desirable option. Delivering pulses or bursts of ultrasound energy can reduce total energy, as can increasing off time by lowering duty cycle. Using torsional amplitude is another extremely effective method in reducing heat within the incision. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).